Event description:
The end user reported to intuvie that the infusion pump did not alarm complete when the infusion was finished and continued to run.follow-up information was received and indicated that the pump was programmed correctly and the tubing was properly inserted. However, the pump did not alarm when the infusion was complete. The medication infused through the entire line, and the pump continued to operate even after the fluid had passed below the pump. Nursing staff observed that the line was empty while the pump continued to run, creating a potential risk that air could be infused into the patient.the reported flow rate was 135 ml/hr. No error message was displayed on the pump. The pump continued infusing as if fluid remained in the bag, despite pulling air.the patient was assessed by a provider and monitored for 30 minutes post-infusion. No adverse events were reported.

Manufacturer narrative:
The device was returned to intuvie on june 23, 2026. The investigation included functional testing, infusion testing with a dark-colored liquid simulating ferrlecit products, replication of the reported use case, and targeted hardware stress testing.the alleged failure of the missing infusion-complete alarm could not be reproduced. No definitive hardware or software defect was identified. While several theoretical failure mechanisms were considered, there was insufficient evidence to determine a specific cause.based on the available data, the event remains unconfirmed, and the probable cause remains undetermined. A review of the device serial number history did not identify any similar complaints. Reference complaint #: (B)(4).